Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and suffered a cardiac tamponade, which required a pericardial puncture. After ablation was performed, the patient¿s blood pressure decreased, and pericardial effusion was confirmed by ultrasound. After the intracardiac echocardiography (ice), treated with a pericardial puncture that stabilized the vital signs. The adverse event was cardiac tamponade. The patient did not require cardiac surgery. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization reported. The outcome of the adverse event was improved. Visitag coloring setting was tag index, and the visitag additional filters was fot. The force visualization features used were cf, vector, visitag. The visitag module parameters: range: 3mm, time: 3sec, fot: 25%3g. No abnormalities reported prior/during use of the product. No error messages observed on the biosense webster equipment during the procedure. One catheter was used. The act:300. One transseptal puncture site was performed during the procedure with the rf needle. No evidence of a steam pop. The flow setting was pre: 2 sec, post: 4 sec. The correct catheter settings were selected on the generator. No issue with flow rate change at the start of the ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31419544l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).